Manufacturer narrative:
(B) (4): physio-control device evaluation found the internal foam spacer blocking the bottom portion of the display. Physio replaced the display lens and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed display lens was further evaluated at the failure analysis center and the foam misalignment was confirmed.

Event description:
It was reported that the internal foam spacer placed around the display monitor (between the display lens and display lens and display component) moved up and is now covering a portion of the device's display. Foam spacer movement along the lower edge of the display may obscure the low battery indication on the status message area. There was no pt use associated with the reported failure.